Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced five infusion sets with bent cannula at thigh and lower back leading to high blood glucose of 400 mg dl managed with correction bolus via pump on (B)(6) 2026.